Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous thyrotropin (tsh) results for 1 patient. The erroneous results were reported outside of the laboratory. The initial tsh result was 0.036 uiu/ml. This result was reported outside of the laboratory as 0.04 uiu/ml. The physician questioned this result. A second sample was obtained and the result was 2.0 uiu/ml. The initial sample was repeated twice and the results were 2.0 uiu/ml and 2.2 uiu/ml. No adverse event occurred. The tsh reagent lot number was 12034101 with an expiration date of 07/31/2016. The field service engineer (fse) visited the customer site and identified a fluidic issue. The fse replaced worn pinch tubings and checked washes. Tsh samples were tested between this instrument and another e602 instrument and the results were acceptable. Based on the information provided, calibration and quality controls were acceptable. Based on the available data, a specific root cause could not be identified. Additional information was requested for investigation but was not provided. The most likely root cause of the erroneous result is due to the worn pinch tubings; however, a pre-analytical issue can also not be excluded.